Event description:
The customer reported that the system intermittently would not boot up. This resulted in an intermittent, recoverable los of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The on/off switch, video pcb and video cable connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.